Event description:
Aaron medical bovie single use cauterization devices, ref:aa05, were improperly disposed of in a sharps container and medical refuse without the protective cover over the heating element. The cover protects the element and locks the activation button to prevent inadvertant activation of the heating element. Jostling or movement of the medical waste caused pressure to be applied to one or more of the activation buttons on disposed of cauterization units, activating the units, and igniting combustibles and the sharps container in the medical waste bin. Fire was found early by maintenance, and relatively little damage was done to the facility. New cauterization units of the same model were examined and tested to replicate the result. New units were found to have clear cautions on the protective cover regarding proper disposal. These warnings were not followed, as several of the cauterization devices were found uncapped in the waste.